Event description:
Boston scientific received information that this pacemaker was pacing at the maximum pacing rate (mpr) of 130 beats per minute (bpm) while the patient was lying in bed. Boston scientific technical services (ts) discussed interaction between hospital equipment and the device sensors can result in pacing at the mpr. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The minute ventilation sensor was programmed to off. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.